Event description:
It was reported that the patient¿s pleural fluid sample was collected and tested positive for scopulariopsis on the same day as an unspecified outpatient procedure. The patient was asymptomatic and did not require any treatment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation. There were no reportable device defects observed. The subject device was not sent for third-party testing, and no additional culture testing was conducted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, after reviewing the reprocessing information provided by the user, it was determined that there was no deviation from the instructions for use (IFU). Therefore, a relationship between the reported event and the subject device could not be determined. The subject device had a trace of repair by a third-party. The IFU includes the following description (to prohibit disassembly and repair by a third-party as the user and patients could be injured): ¿this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ this supplemental report includes an update to b3, d8, and h3 from the initial medwatch. Also, additional information was received from the customer. B5 updated accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number (B)(4). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bronchovideoscope was used on a patient in a procedure unknown, after which a ¿weird¿ culture was detected in the patient. The customer suspected that it could be the scope that caused culture positive in patient. A similar event occurred 2 times. Follow-up for the event has been conducted no information is available at the time of this report.